Manufacturer narrative:
The system was evaluated in the field by the medtronic representative and the issue could not be replicated. Error logs were sent in for engineering analysis. The error log files did not give any info on why the software was exiting during the merging process. Unable to further investigate as there is no report of recurrence to obtain data from seems specific to the loading and merging of specific exam files.

Event description:
Medtronic representative reported that the surgeon could not merge his CT exams. The surgeon was attempting to merge multiple series. The surgeon stated that the software would act like it was merging and then would exit to the main log in screen. No impact on pt outcome reported.